Manufacturer narrative:
Unit passed displacement test, active current measurement, and sleep current measurement. No battery or power anomalies noted during testing however, unexpected battery power loss is shown in power graph generated by adapt power management tool at different periods of time. Problem isolated to electronic assemblies. (B)(4).

Event description:
Information received by medtronic indicated that the replace battery alarm. Customer stated that the insulin pump did received low battery alert prior to the replace battery now alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.